Manufacturer narrative:
(B)(4). The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08801 and 2134265-2017-08894. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the motordrive unit 5 plus was not able to perform auto pullback and the imaging was also dropping intermittently. The physician tried to load the motordrive 5 plus into the sled properly, however the issue was not resolved. No patient complications were reported.